Event description:
Info was received from an international distributor that their customer reported the ventilator was in the ICU equipment room plugged into the main ac power on charge. When it was being prepped for use, the customer reported there was no ac power or backup battery power to the ventilator. The customer also reported the ac main power led indicator was not lit. The device was not in pt use and there was no reported harm. The distributor's technical engineer confirmed the reported problem the technical engineer replaced the power supply to correct the problem. Subsequent testing of the power supply found that arcing caused a short on the snubber pcb board. This type of failure may contribute to a vent inop condition. Vent inop. When in use, will stop providing ventilatory support to the pt.

Manufacturer narrative:
Notification of field correction was submitted to the FDA office on 8/16/06. We are currently awaiting recall classification.